Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, during a routine device change out, the physician noted that the existing lead had an "abrasion" on the insulation near the pin. The physician elected to repair the lead insulation and it remains in use. No patient complications have been reported as a result of this event.